Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis therapy and subsequently died due to another indication. The cause of the fungal peritonitis event was unknown. The patient was hospitalized for another indication, during this time the patient was treated intraperitoneally with vancomycin (dose and frequency not reported) for the peritonitis event. It was reported that patient had not recovered from the peritonitis at the time of death. An autopsy was not performed at the time of the report. No additional information is available.